Event description:
The following has been reported: biomed reported: during pm, "tubing set problem, tubing set misloaded" 4 additional known working cassettes checked by biomed, unit not able to start an infusion. No patient harm." A preliminary review identified the following issue: pneumatic valve leak failure (valve 3) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for a valve 3 failure. During initial testing the pump was not able to pass its self check procedure, giving a tubing set misloaded alarm during pneumatic charges and leak checks. The pump was reverted to manufacturing mode and failed pneumatic hardware testing consistent with a valve 3 failure. No additional damage was identified.